Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, per the article (author, chang zhiyong¿) 2 patients that had pmma bone cement developed post-op infections. Reportedly, a patient was ¿cured after active anti-infection treatment; the other 1 case received internal fixation and removal and debridement. Chronic infection with sinus tract.¿ without clinically relevant patient-specific supporting documentation, the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
"Application of bone cement mixed with allogeneic bone powder in bone defect reconstruction of limb bone tumors". Authors: chang zhiyong liu xin yao chen li dong geng ze zhang xingquan. It was documented in this study, there were 2 patients that presented postoperative infection. The device used in the patients was pmma bone cement. The treatment per patient was as follows: one was cooperative with anti-infection treatment and recovered; the other one underwent removal of internal fixation device and debridement, and the current condition is chronic infection with sinus formation.